Event description:
Lnogen inc., has received notification of a potentially reportable medical event regarding patient use of a stationary oxygen concentrator medical device that is not manufactured by lnogen. Patient was admitted to hospital emergency room on (B)(6) 2012 with first and second degree burns to the mid-face due to this event. The stationary oxygen concentrator is manufactured by philips-respironics, everflo model, serial number (B)(6). This device is not manufactured by lnogen inc. Rec'd call from (B)(6), discharge planner at (B)(6) hospital. Pt attempted to light a cigarette while using the stationary oxygen concentrator which resulted in ignition of the oxygen and burns to the face. Per hospital, pt is ok and being discharged today. Under recommendation of md, she is being advised to use humidifier with home 02. No damage to equipment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).